Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this fiber underwent a thorough analysis. The device was visually and microscopically examined, and functionally tested. No anomalies were found with the visual and microscopic examination. Functional testing was passed by the connector function and saline flow test; however, it revealed that there was a he-ne-light visualization of the fiber body, being the fiber break 127cm distal to connector. The device instrunctions for use (IFU) states "do not excessively manipulate or bend the fiber." Based on the information available and analysis results, the break observed at the fiber body identified in the investigations could have caused been caused by the interaction between the user and the device, or sample, caused or contributed to the error. Therefore, a conclusion code of unintended use error caused or contributed to the event was chosen for this investigation.

Event description:
It was reported that this fiber presented problems at the beginning of the procedure. No further information was reported. It was reported that this fiber presented problems at the beginning of the procedure. No further information was reported. Analysis of the returned device identified a break in the fiber body.